Event description:
It was reported that device was used during an unknown procedure. It was reported the surgeon used the device, but found it did not disarm, once through the abdominal wall. Another device was not needed to complete the case. There was no consequence to the patient.